Event description:
Technical services received a call on 05/23/2011 from sales rep. It was reported. Attempted new implant this morning at (B)(6) hospital in (B)(6). Dr. (B)(6). Dr did cephalic cutdown and tried to introduce the durata lead and as feeding the lead into the body the doctor checked flora to see if lead in heart yet and noted it was not and when he looked closer he noted that the lead prolapsed and ended up with the tip of lead in a knot in the svc area. The doctor carefully pulled the lead back out and had to pull lead and introducer to get all out. This lead to excess bleeding and dr not sure about damage to vein so opted to clean this up and end the procedure and will go back in later to re-implant. The lead will be returned to st. Jude. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).